Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the e-100 generator displayed an error message while using vessel sealer extend (vse) instrument. The customer received phone assistance from the technical support engineer (tse). Upon verification, tse confirmed that the error points to the e-100 prompting the user to contact customer support. Prior to calling in the issue, the customer swapped the vse instrument to the erbe generator and continued with the procedure. The e-100 generator was power cycled and it powered on normally. The technical support engineer (tse) requested to have the vse instrument installed back into the e-100 generator for further testing; however, the surgeon declined and wanted to continue using the erbe connected to the vse instrument. There were no associated error fault found. No further troubleshooting was performed. The customer continued with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was checked prior to the start and no damage or anything out of the ordinary was noted. There are no photos or videos available for isi review. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
An isi field service engineer (fse) contacted the customer to further investigate the reported complaint. Fse verified the system and attempted to confirm the status of the issue with the site's robotics coordinator (roco) and response via email indicated the following from the roco: ¿yes I believe there were not any problems on the other case and we will be using it today. If you don¿t hear from me today you can assume there were no issues today as well. If there are I will let you know.¿ fse further confirmed that the system was used for subsequent procedures. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review.verification via rfe logs confirms the occurrence of a procedure on the reported event date matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse's investigation. This complaint is being reported based on the following conclusion: the customer replaced the e-100 generator and used another generator (erbe) after the start of the procedure due to an error fault experienced. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.